Event description:
It was reported that while the patient was sleeping the ICD sensed some type of noise on the lead. Lead issue suspected because all parameters were still ok. Performed arm movements and the noise was not reproducible. The patient will be monitored until next follow-up visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.